Event description:
It was reported that there was a hole in the dignishield causing fecal matter to spray and hit the nurse in her face, eye, and hair.

Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿torn tube¿ with a potential root cause of "received from supplier". The lot number is unknown therefore the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bard/bd was unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there was a hole in the dignishield causing fecal matter to spray and hit the nurse in her face, eye, and hair.